Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-8400bc bone cutter is sticking at the mouth and not oscillating. Noticed during a case, swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including side-loading, excessive force, and/or insufficient irrigation. Directions for use dfu-0215-eo revision 1 - disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection, and shaverdrill devices. F. Precautions 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). The complaint allegation was not confirmed. No evidence of that failure was received. The complaint allegation was not confirmed. No evidence of that failure was received.